Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: during a injection to dog, it was found that was too much lubricant inside of syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 27-jul-2022. H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1108253. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were able observe silicone lubricant in the syringe body. The reported event has been confirmed. After measuring the quantity of the lubricant present in the device, our engineers determined that an excess amount had been applied, and concluded that the root cause for this event is related to an abnormality in the pressure settings used during the application of silicone to the device. To prevent future occurrences of this issue our facility has increased monitoring and controls of the lubricant applicator and retrained our inspection teams in order to increase awareness of this issue. H3 other text : see h.10.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: during a injection to dog, it was found that was too much lubricant inside of syringe.